Manufacturer narrative:
Patient city: (B)(6), patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient encountered infusion set needle skict during the time of insertion on (B)(6) 2024. No further information available.